Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 was repeatedly failed. Customer tried to reboot and recover the machine, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 on the main station could not be recovered. A field service engineer (fse) powered down the station and opened the back panel of drawer 2.1 for inspection. The fse found that the retractor band cable had snapped due to an old legacy metal band. The fse removed the damaged retractor band, replaced it with a new one, and reassembled the drawer components. After reassembly, the system was tested in the user application, and the customer was able to log in and successfully perform recover storage space, resolving the issue. The system functioned as intended after the field service engineer repaired the device.